Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned tasp exhibits signs of repeated use and the post feature has fractured off, not all pcs returned. DHR was reviewed and no discrepancies were found. Investigation results concluded the fractured tasp component in this complaint was manufactured before a previously initiated design modification.the root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device fractured while being sterilized.